Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he contacted his doctor because of diabetic ketoacidosis. Customer is both hyperglycemia and hypoglycemia. Customer would go from 220 mg/dl to 30 mg/dl. Customer states that the perceived cause of the low blood glucose was unknown. The customer called the paramedics and was hospitalized. Customer states that taking the shot lowers the customers blood glucose at different levels. The customer's most recent blood glucose is 185 mg/dl. Nothing further reported

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.